Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the coupler handle grommet was torn, exposing wires. The coupler was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during cleaning the rubber grommet on the coupler handle was found torn and falling down, exposing wires. There was no patient involvement; therefore, no harm or delay occurred. No adverse events were reported as a result of this malfunction.